Manufacturer narrative:
Correction: this report is to retract 2017865-2023-02860 submitted on jan 23, 2023. The report was erroneously submitted, there was no complaint associated with the product.

Event description:
Related manufacturer report number: 2017865-2023-02859 and 2017865-2023-02862. It was reported that the patient presented to in clinic follow up with an infection following a pocket revision. System infection was identified via redness around the implant site. The implantable cardioverter defibrillator was explanted. The patient was stable. Further information was requested, but not yet available.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.